Event description:
The report is from the study. The pt was a 52 year old male with a history of smoking, previous q-wave myocardial infarction (mi), and a family history of ischemic heart disease. A radial approach was used to access the lesion. The lesion was a safian bifurcation 1a. A crushing technique was used. The main branch was the mid left anterior descending artery (lad). There was 90% stenosis pre-procedure. The lesion was pre-dilated with a 2.5x20mm balloon at 12atm. A cra18300 was deployed at 12atm and a kissing balloon was performed (3.0 x 20mm, 12 atm). There was distal plaque shift so an add'l cra18300 was deployed at 12 atm. Post-procedure stenosis was 0% and timi flow was 3. The side branch was the first diagonal (di). Pre-procedure, there was 75% stenosis. The lesion was pre-dilated with a 1.5x20mm balloon at 10atm. A cra13250 was deployed at 12atm and a kissing balloon was performed (2.5 x 15mm at 20atm). Post-procedure, stenosis was 0% and timi flow was 3. No ivus was performed. Approx. A year and five months later, the pt returned with a non-q-wave mi with st segment changes. The physician attempted to revascularized the occluded di but was unsuccessful. They did not treat the d1. There was no restenosis in the mid lad.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of two products involved with the reported event. The associated MFR report number is 9616099-2008-00257. The products will not be returned, as they remain implanted. A device history report review could not be conducted, as there were no lot numbers available. Distal emboli and occlusion are known potential adverse events associated with coronary stenting. Review of the limited info suggests that procedural and/or vessel/lesion characteristics may have contributed to the event.